Event description:
It was reported that a new dexcom g7 continuous glucose monitor (cgm) paired to the dexcom app but initially failed to pair to the ilet, resulting in communication failure between the cgm and the ilet until pairing was completed after troubleshooting that included bluetooth reset, toggling settings, and reentering the sensor pairing code. Symptoms included hyperglycemia with a peak glucose of 601 mg/dl and associated thirst, fatigue, and drowsiness. Outcomes included a delay to therapy while the cgm connection was not established. User support included communication with the user and analysis of information provided by the user and device reports. Investigation of this case revealed an interoperability problem between the ilet and the cgm characterized as an intermittent communication failure, with the affected device components associated with electrical and magnetic function and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.